Event description:
The ventilator stopped functioning while on a pt. The screen went blank, and a continuous alarm was heard that could not be silenced. The red light above the alarm silence button was illuminated. Fortunately a respiratory therapist that was standing directly outside of the room witnessed this event. The therapist removed the pt from the ventilator, and provided manual ventilation immediately. There was no compromise to the pt, and no changes in vital signs were noted. The unit was troubleshooted to reveal a faulty dc power supply.